Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device for evaluation. The reported problem 'cassette not attached error' was verified. The cause was an over loctite downstream occlusion sensor. Replaced the downstream sensor to correct the issue. Device passed all functional and delivery tests performed repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period